Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck at black screen. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck at black screen. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device got stuck on black screen. A field service engineer (fse) diagnosed the issue by reseating the bus cables and powering on the station. The customer confirmed that the station was functioning properly. The system functioned as intended after the field service engineer repaired the device.